Manufacturer narrative:
Device evaluation: one device was returned for investigation in good condition with no physical damage observed. Physical evaluation was done where water was put in the tank and device was turned on. The customer complaint was confirmed. The root cause of the issue was due to the microswitch being bent from use. The microswitch was replaced and device then functioned as intended. Review of the reported serial number in the device history report (DHR) review showed the device passed all functional tests with no recorded discrepancies.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the warmer had "high earth resistance". No patient involvement was reported by the customer.